Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No investigation could be performed on customer's data in data management system (dms) because no date and time was provided. As a result, the customer complaint could not be confirmed.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event but could not provide the exact date and time of the event. Patient said his sensor glucose (sg) was 172 mg/dl where was blood glucose (bg) was 65 mg/dl. No further information was available as patient was not willing to provide any further information.